Manufacturer narrative:
The root cause for the sub-optimal processing of patient tissue samples reported from the affected runs was a use error, which occurred at 08:20 on (B)(6) 2023. Specifically, a user failed to complete manual replacement of the reagent in bottle 9 (alcohol) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica biosystems peloris/peloris ii user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." At 08:20 on (B)(6) 2023, bottle 9 (ethanol) was not in contact with the corresponding sensor for eleven (11) seconds, which is not sufficient time to replace the reagent in this bottle in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ii user manual entitled <replacing reagents-manual>. The station properties for bottle 9 (ethanol) were reset at 08:20 on (B)(6) 2023, with a user affirming in the instrument graphical user interface (gui) that the ethanol concentration in bottle 9 (ethanol) was to be set to the default value of 100%. Due to the use error detailed, the actual ethanol concentration of the reagent in bottle 9 (ethanol) remained at 57.06%. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Due to the use error detailed, the reagent in bottle 9 (ethanol) with an ethanol concentration of 57.06% was used for the final dehydration step in the "5 hour rapid programme" protocol started in retort b at 09:39 on (B)(6) 2023, the "rapid 2hr program" protocol started in retort b at 09:41 on (B)(6) 2023 and the "[name] fatty/mega block program" protocol started in retort a at 13:34 on (B)(6) 2024 from which sub-optimal processing of patient tissue samples was reported by the complainant. The minimum ethanol concentration of 98% is required for use in the final dehydration step of a protocol. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. Reagents contaminated with water due to the use error detailed were also used in the "5 hour rapid programme" protocol started in retort b at 09:17 on (B)(6) 2024. The quality of processing of patient tissue samples from this tissue processing run would also have been sub-optimal; however, no report of sub-optimal tissue processing has been reported to the manufacturer. Manufacturer evaluation of the information available showed that peloris ii automated tissue processor serial number: (B)(6) functioned as designed between 27 december 2023 and 04 january 2024.

Event description:
On (B)(6) 2024, the complainant contacted leica biosystems with the following details: "not processing tissue correctly, is also due a pm". The complainant advised leica biosystems that the affected patient tissue samples were derived from one (1) "five hour programme" tissue processing run comprising 7 cassettes executed in retort b which started and completed on (B)(6) 2023, one (1) "two hour programme" tissue processing run comprising 4 cassettes executed in retort b which started and completed on (B)(6) 2023 and one (1) "fatty programme" tissue processing run comprising 34 cassettes executed in retort a which started on (B)(6) 2024 and completed on (B)(6) 2024; the type(s) and size(s) of the affected patient tissue samples were documented as "gi biopies, ln, bowel resection" and "various" respectively and the affected tissue artefact was described as "poor morphology, tissue unable to be cut". The affected patient tissue samples were not re-processed. On (B)(6) 2024, the complainant provided information that three (3) patients required re-biopsy due to the circumstances of this event. Identifiers were provided for each affected patient. On (B)(6) 2024, the assigned local leica field service engineer (fse) visited the customer site and documented the following: "customer complained instrument has been faulty for a long time." The fse downloaded the instrument logs and carried out a preventative maintenance service on the instrument. Refer to MFR. Report#: 8020030-2024-00002 and #: 8020030-2024-00003 for specific details of the other patients involved.